Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that his insulin pump alarmed with no delivery and his blood glucose was 423 mg/dl. Troubleshooting was declined since the customer felt that site issues were to blame for the no delivery alarm. The customer had not treated yet but they planned to change their site and resume insulin pump therapy. No products were returned or replaced.